Event description:
After stent deployment in the rca the guide wire appeared to be caught in the stent. Attempts to remove the wire were unsuccessful. The pt was sent to surgery for wire removal and coronary bypass surgery. Reportedly, the pt has been discharged home post operatively. Product was discarded by the user facility.